Event description:
The following info was reported to davol by the pt's attorney. On (B)(6) 2010 - a ventralex patch was used to repair the umbilical hernia. The pt's condition was not remedied by this procedure and he subsequently became physically worse than he was prior to the surgery. The ventralex mesh patch implanted into his body was removed in (B)(6) 2010. The attorney's report of alleged disability, infection, pain and suffering, erosion, dislodged, explant, defective mesh.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR included all pt, event and device info davol has received to date. Currently it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. The pt's attorney alleges the pt was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." There was no lot number included in the attorney's report; therefore a review of the mfg records could not be conducted. Additionally, no sample has been returned for eval. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.